Manufacturer narrative:
The insulin pump had no button response on act button due to corroded keypad traces. Unable to test for motor error alarm due to no button response. The insulin pump had minor scratches on display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 15 mmol/l. The customer treated with an insulin pen. The customer reported receiving a motor error alarm from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to clear the motor error alarm because the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.